Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm was not alerting. It is unknown at the time of this report, if there was any patient harm.